Manufacturer narrative:
Physio control was able to verify the reported issue in a review of the electronic patient records. Physio-control contacted the customer to request additional information on the¿patient. The customer informed physio-control that no further¿patient¿information is available.

Event description:
A third party service agent contacted physio control to report that their customer device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
It was determined that the the likely root cause of the reported issue was worn battery pins causing increased resistance across the power connector. The entire power supply module was replaced out of precaution and unrelated repairs were also made. The device then passed all functional and performance testing and was returned to the customer for use.

Event description:
A third party service agent contacted physio control to report that their customer device had experienced an unexpected loss of power. There were no reports of adverse effects to the patient as a result of the reported issue.